Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set leak event on 05-jun-2024. The infusion set was in use for four days.the leakage was at site. The glucose level was high (specific value unknown) no further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).